Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The technician verified that the touchscreen passed all flex cable resistance verification testing and resistance ratio testing. Given that flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touchscreen, this investigation has resulted in a no fault found.

Manufacturer narrative:
H10: e1- (B)(6), japan.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was a misalignment in the touch position. The manufacturer's product support engineer (pse) inspected the device and confirmed the reported issue. The pse calibrated the touchscreen, but the issue remained. The pse therefore replaced the touchscreen, confirmed that the software version was 3.20, conducted a comprehensive inspection, cleaned the device, performed testing, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.